Event description:
The complainant reported that during impella cp support for 52-year-old female patient, there was a leak noted on the purge side arm. There was no reported patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause of the purge leak was unable to be determined because the product was not returned so the location of the leak could not be identified. The instructions for use reported in the initial report is from IFU for impella cp with smart assist system, section: cleaning. Added- b5- patient outcome and mso review added- d6a/d6b.

Event description:
The patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso). It was determined that there was not enough information to associate use of device with outcome.